Event description:
Related manufacturer reference number: 2017865-2023-47019. It was reported that patient presented to emergency room after experiencing syncope. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited low defib impedance. Over current detection was noted on patient's implantable cardioverter defibrillator (ICD). It was also noted that patient did not receive therapy during ventricular fibrillation (vf) episodes. Programming changes were made. The patient was stable.